Event description:
Additional information was received that at the most recent follow up visit the health care professional (hcp) contact boston scientific technical service (ts) to inquire about programming options to alleviate the patients symptoms when pacing occurs. The hcp changed the programming on the device to dddr and increased the anti tachy pacing (atp) outputs so that it would no longer pace in the ventricle but still be able to shock if needed. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead post implant had increased impedance measurements. One check the impedances were normal, then the every so often the impedances would jump to 1800 ohms. An x-ray was taken which indicated that the lead was in the same position as it was at implant. Thresholds were stable after implant and they now have risen as well. The leads sensing measurements are all within range. This patient does not tolerate pacing very well, and at times pacing sends the patient into brief runs of non sustained ventricular tachycardia (nsvt). At this time, the physician believes that this patient's heart is to sick to do any more testing, and will further evaluate at the next follow up visit in a month. To date, no adverse patient effects have been reported.

Event description:
Additional information was obtained that this patient underwent a device upgrade procedure. During the procedure, this lead was explanted as it was believed to have dislodged. Upon explant, it was noted that the proximal coil on the lead looked stretched. As a result, the lead was successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
This lead was later returned for analysis.